Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft vamf3636c100te was implanted during the endovascular treatment of an inferior pulmonary artery aneurysm fistulated to the descending thoracic aorta. It was reported during the index procedure, after vamf3636c100te was deployed the aneurysm was still filling through the graft, and an endoleak described as type 3 from vamf3636c100te was observed. Repeated angiographic check shots were performed using a marker pigtail catheter positioned proximal to the deployed stent graft and from inside the graft, and the angiographic shots were repeated after anticoagulant reversal with administration of protamine; however, the endoleak which was obsereved to be like a type iii persisted. An additional overlapping stent graft (vamf3636c150te) was then deployed inside vamf3636c100te, after which the reported endoleak was resolved and blood flow to the fistula was arrested. The cause of the endoleak could not be determined. The patient outcome was reported as alive with no injury at the end of the procedure.